Event description:
It was reported that the syringe 1ml ls 27g 1/2in india plunger rod was broken / damaged. The following information was provided by the initial reporter: incident was reported from nicu. It happened while loading medicine in the 1 ml tuberculin syringe. When they tried filling till 1 ml marking the plunger slipped out of the barrel leading to spill and loss of the medicine loaded. 1 ml tuberculin syringe plunger not functioning properly.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of plunger movement difficult was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects on the sample. The sample was then subjected to a plunger breakout and sustaining force tests and the sample passed both tests. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated.